Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis and ketones. The customer also stated she was vomiting. The reported blood glucose level at the time of call was 547 mg/dl. The infusion set was changed two days prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test. In addition, the customer reported no delivery alarms.